Manufacturer narrative:
This report is submitted on 24 may 2021.

Manufacturer narrative:
This report is submitted on december 30, 2020.

Event description:
Per the clinic, the patient experienced pain and swelling at implant site and subsequently was prescribed antibiotics.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2021. This report is submitted on 19 mar 2021.